Manufacturer narrative:
Investigations finding to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The suer visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending, a supplemental MDR will be filed at the completion of the investigation.

Event description:
It was reported by the user facility that the saline bag was filling during recirculation. There was no patient involvement. The user facility declined an on site evaluation of the device by the manufacturer. The machine was serviced and found the following: the air separator was replaced. The machine has been repaired and the functional test the successfully. Machine returned back to unit floor on (B)(6) 2013. Machine functioning without issues issue (B)(6) 2013.